Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door malfunctioned due to a defective latch assembly. A field service engineer addressed the issue by cleaning the microswitch terminals, applying grease, and tightening the connections. Additionally, the engineer adjusted the hasp placement within the latch to rectify the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator experienced occasional door malfunctions, preventing users from accessing the medications. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.